Event description:
Customer reports at the end of the twelve hour infusion, there was still an unknown volume of tpn left in the bag. The pump was set up to deliver a continuous infusion of 2400ml of tpn at 200 ml/hr over a twelve hour period. Reporter states no patient injury resulted. No additional patient information is available at this time. Pump will be sent to pal lab for evaluation.

Manufacturer narrative:
Device has been requested for evaluation. If device is received and an evaluation performed, a follow-up report will be filed.